Manufacturer narrative:
No sample was returned to confirm this reported issue. The production run utilized two separate lg6ns lot numbers. It cannot be determined which lot number experienced the reported issue. The customer reported that they first observed the leak during prime and later reported that blood leaked through the hydrophobic membrane. This issue has been reported to our supplier. Our supplier implemented a corrective action (s-CAPA (B)(4)) which addressed issues similar to one reported here. However, the two lot numbers associated with this complaint were produced after implementation of the corrective action. Incoming inspection records were reviewed for both lots and no issues were noted. The device history record (DHR) was reviewed and there was an issue noted for the lg6ns. There was damage noted for three (3) filters related to the purge/vent port (1) and sampling port (2) damage. These filters were not incorporated into the production build. The cause cannot be determined for the reported issue.. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass (cpb) procedure, blood leaked across the hydrophobic membrane portion of the filter on two occasions. It resulted to a small amount of blood passing through the hydrophobic membrane of the filter. The purge port was closed and there was no blood loss external to the filter housing. The product was not changed out. There was no delay, and the surgical procedure was completed successfully.